Manufacturer narrative:
Concomitant medical products: item: oncology salvage system stem, item number: 150376, lot: 109260 item: oncology salvage system stem, item number: 150364, lot: 618620 item: oncology salvage system modular tib base, item number: 150422, lot: 250040 item: oncology salvage system axle, item number: 150480, lot: 350830 item: oncology salvage system tibial bearing, item number: 150412, lot: 795550 item: oncology salvage system femoral bushing, item number: 150477, lot: 231550 item: oncology salvage system reinforced yoke, item number: 150493, lot: 141110 item: oncology salvage system poly tibial bushing, item number: 150476, lot: 161350 item: oncology salvage system poly lock pin, item number: 150478, lot: 141290 item: optivac total hip kit, item number: 417000, lot: 0000747093 item: cobalt g-hv bone cement, item number: 402283, lot: 627260 item: cobalt g-hv bone cement, item number: 402283, lot: 627260. The complaint sample was evaluated, but the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01513 / 01514 / 07666.

Event description:
It was reported the patient had a revision of an oncology salvage system knee 4 years post-operatively due to loosening of the femoral components. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.